Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter2 was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2016 at around 5:00pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of "338 mg/dl" with the subject meter. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue however reported that around 1 hour later at 6:00pm he was treated with glucose tablets/gel by a health care professional (hcp). The patient claimed his blood glucose was measured at "60 mg/dl" on another device (doctor/clinic meter) at the time he received treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that were past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for severe hypoglycemia after obtaining the alleged inaccurate high result with the subject meter.